Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2011, a customer contacted roche diagnostics and reported an incident that occurred on (B)(6) 2010. The customer reported she took 10 units of novolin insulin about five hours after her freestyle meter had given a reading of 274 mg/dl. Customer states she took her medication around 6:45 pm, and an incident of hypoglycemia occurred at around 11 :00 pm. The customer stated she went into a diabetic coma. She stated she also had a heart attack, that her doctor was unsure which occurred first. She reported her parents came to her house and found her unconscious. She stated when the paramedics arrived, her blood glucose was 1300 mg/dl. She was taken to a hospital where she stayed for 9 days, was in a coma for three of the nine days. She was treated with an insulin drip. She reported another incident which occurred on (B)(6) 2011. She remembers lying on the floor with symptoms of hypoglycemia. Customer stated her neighbor broke her window to get into her apartment and called 911. Paramedics arrived at 1 :00 am and she was treated with IV sugar. The freestyle meter mentioned is not manufactured or imported by our firm. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).